Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 at 11:30am. The patient's mother does not recall the results the patient obtained with either the subject meter or the other non-lfs meter that were performed within 30 minutes of each other. The patient manages her diabetes with insulin (via insulin pump). The patient's mother denied the patient took any action in regards to her diabetes management as a result of the alleged issue. As a result of the reported meter issue, the patient's mother claimed the patient developed symptoms of dizziness and shaking 15 minutes later and was soon after administered glucose tablets/glucose gel by a health care professional. At the time of troubleshooting, the patient's mother did not have the patient's testing supplies available. The csr noted that prior to contacting lfs the patient's mother performed a quality control solution test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.